Event description:
Medtronic quadripolar electrode lead -sns- -model 3889 - (B)(4). Company rep indicated that this was probably a lead issue since the impedance's were reading high, thereby depleting the battery of the device -medtronic neuro stimulator interstim ii model 3058-much quicker than expected. The original interstim device was explanted on (B)(6) 2011, however the quadripolar lead was capped and retained. A new device and quadripolar wire were placed at this time.